Manufacturer narrative:
The uric acid reagent lot number and expiration date were not provided. The field service engineer (fse) found a broken cell rinse tube and repaired it. Afterward, the issue was resolved. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned low results for multiple tests and multiple patients tested on a cobas 8000 c 701 module. A discrepant low result was provided for 1 patient sample tested for uric acid. The initial result was 0.2 mg/dl. The repeat result was 9.3 mg/dl.